Manufacturer narrative:
1. DHR/bhr review (lot#4351723): 1) the products of this batch were assembled at intima ii auto line 3 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batches used in this batch of products are 4204210 and 4287076. Review the incoming inspection results, no abnormalities. 2. The customer returned one photo but did not return the complaint unit. The photo shows the needle tube fractured, with a portion of the needle tube remaining on the needle hub end. 3. A retained sample of this batch was taken for related functional tests: rigidity and toughness tests of the cannula, needle core removal force test. The test results are all within the product specifications. 4. Root cause analysis: 1) possible factors that may lead to needle cannula breakage are as follows: insufficient strength or poor toughness of the needle cannula raw material, compression of the product during transportation, stresses applied to the needle cannula during production, assembly, or packaging, and improper use during operation, such as an excessively large or overly rapid puncture angle, repeated puncturing, or twisting/bending forces applied to the cannula near the puncture site. All of these factors may cause stress on the needle cannula and, under the most severe conditions, may result in cannula breakage. 2) during the production and assembly process, the factory's fully automated line is equipped with camera based inspection systems to check needle cannula angle, cannula length, lie distance, and piercing defects. Any nonconforming products identified are automatically rejected. In addition, the assembled finished products undergo manual inspection, which further removes defective items. Therefore, the probability of needle cannula breakage occurring during the production and assembly process is extremely low. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows the needle broken, but since the complaint unit is not received for relevant tests, and the use of the unit is unknown, so the root cause of the needle break cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm needle broke on (B)(6) 2025, at 10:00 am, while performing venous puncture for preoperative fluid administration, the nurse encountered a broken needle hub at the connection point between the needle core and handle after the indwelling needle had been fully inserted into the blood vessel and was being prepared for core withdrawal. This caused vascular damage, preventing normal infusion. The indwelling needle was immediately removed, and the patient was instructed to apply pressure to stop bleeding. The patient was reassured, and the catheter was replaced with a new one. The subsequent reinsertion caused secondary vascular damage, increasing the patient's discomfort.